Event description:
A us distributor reported that a patient dropped her monitor on her foot causing a bruise, and potentially breaking her toe. During a follow up, the patient indicated that she did not seek medical attention for the toe, as she had broken toes in the past and the doctors could not do anything as the toe could not be cast. The patient reported that the bruise was still slightly visible but the alleged injuries did not delay or stop her mobility. The patient did not seek medical attention for the alleged broken toe.